Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they visited emergency room on unknown date due to low blood glucose level 101 mg/dl. The current blood glucose level of customer was 148 mg/dl. The customer was sweating and feeling dizzy. The insulin pump said suspend on low. Customer took food but blood glucose was steady. Customer stated that insulin delivery was suspended due to difference between sensor glucose level and blood glucose level. It was unknown that auto mode feature was active at time of incident. The insulin pump will not be returned for analysis.